Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant) and oophorectomy ("oophorectomy"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo oophorectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometrial ablation and oophorectomy outcome was unknown. The reporter considered endometrial ablation, oophorectomy and pelvic pain to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2010. Discrepancy noted for essure removal date- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: no contrast extravasation into the fallopian tubes is seen to suggest post procedure patency of the fallopian tubes following occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: fu1&2 process together- mr received: previously reported event- medical device removal was replace with chronic pelvic pain, essure insertion and removal date were updated, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required) and oophorectomy ("oophorectomy"). The patient was treated with surgery (essure removal surgery and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, endometrial ablation and oophorectomy outcome was unknown. The reporter considered endometrial ablation, medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.